Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens found to have scratched. The lens was partially inserted into the eye and removed. The procedure was completed on the same day without any impact to the patient. Additional information has been requested however no further information available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).